Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: the distal end of the sheath was examined under a microscope, and there was a tiny missing portion. In addition, there was a piece of the sheath stuck between the needle and the stylet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the following was determined: when the sheath is protruded while the angle of the endoscope is severe, the internal parts (metal pipes) of the endoscope contact the sheath, causing the sheath to deform due to increased frictional resistance. It is likely that the scraped sheath fell out and into the patient¿s body. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet.¿ ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument.¿ ¿turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.¿ ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sheath of the subject device broke off during an unspecified procedure, fell into the patient's lung, and was recovered using forceps. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.